Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a routine follow-up examination 45 days post index procedure, transesophageal echocardiogram (tee) revealed a device related thrombus. The patient will undergo computed tomography (CT) for additional diagnostics and the patient will remain on blood thinners. No patient complications were reported.